Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons were unresponsive. The patient claimed that the battery was removed to see if that would fix the issue and afterwards the display remained blank. The keypad was reportedly intact and the pump shows no signs of moisture ingress. The patient reportedly wore the pump under garment against the body and did not clean it.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the bolus button was torn but the keypad rubber was intact. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. There was moisture in the pump and a bolus button leak was observed. Evaluation revealed that the buttons responded appropriately. There was evidence of contamination under the contrast button.